Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device was unable to obtain an ECG signal via these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the returned electrode pads and the reported malfunction was not replicated or confirmed. The electrode pads were put through extensive testing without duplicating the malfunction. Electrode pads from retained samples of returned electrode pads lot numbers 0618a, 1717, 1118, 4816a were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. No trend is associated with reports of this type.